Manufacturer narrative:
The device was in use for treatment. There was no reported device failure in this event. The lead was explanted due to an infection and it was not returned for analysis. Infection is a recognized clinical event referenced in the instructions for use (IFU). No allegation our device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device passed all in-process and qa final inspection steps before shipping to the customer. No further investigation is required. Quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected one hundred percent (100%). Sealed areas (tyvek lid to lip of tray and breather bag) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. Ensure tray and breather bag is properly sealed. Per instructions for use, (guidant generic IFU) informs the user that oscor's medical devices meet all applicable federal regulations governing sterilization prior to being released from our facility. All of oscor's sterilized products have consistently passed biocompatibility tests prior to release in shipment. Based upon our testing of products sterilized in this manner, oscor is confident its products are safe for their intended use. This product is sterilized prior to shipment. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. The pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, which unavoidably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including but not limited to medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or a failure of lead by breakage, fracture, or by breach of their insulation. In addition despite the exercise of all due care in design, component selection, manufacture and testing prior to sale, leads may be damaged before, during, or after insertion by improper handling, use, placement or other intervening acts.

Event description:
It was reported by customer that entire system was explanted due to infection. The field representative confirmed that the device was used as a temporary system attached outside the neck and it was explanted on (B)(6) 2018. No other adverse event was reported.